Event description:
Approximately one year eleven months post hvad implantation, this patient reported that the battery changed from one power source to the other earlier than expected. The battery was replaced and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery is going to be returned to the manufacturer for evaluation. Product remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient manual warns to keep a spare controller and spare, fully charged batteries available at all time and outlines instructions for exchange of devices. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of received log files found no alarms had been logged in from (B)(4) 2014. The returned battery passed visual inspection and functional testing in a lab environment. Log analysis indicates that there was series of premature battery switching and critical battery alarms, two occurring (B)(4) 2014 and two on (B)(4) 2014. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. Heartware has initiated an internal investigation to further evaluate this issue.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The patient manual warns to keep a spare controller and a spare, fully charged battery available at all time and outlines instructions for exchange of devices. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of received log files found no alarms had been logged in from (B)(4) 2014. The returned battery passed visual inspection and functional testing in a lab environment. Log analysis indicates that there was series of premature battery switching and critical battery alarms, two occurring (B)(4) 2014 and two on (B)(4) 2014. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. Heartware has initiated an internal investigation to further evaluate this issue. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The devices listed in this report are used for treatment, not diagnosis. Device remains implanted.